Event description:
Per patients family member. Dr placed the catheter in 2001. The family member was flushing the catheter with saline after tpn, the patient didn't seem to like what they were doing, the patient started to flush the catheter and found that blood was coming out of the site. The patient transported the patient to the hospital, 2 different nurses tried to flush the catheter with heparin and then they injected dye and x-ray'd the spot and found dye under the skin where the catheter had a leak. No patient injury. Catheter was replaced with a new one.